Event description:
Description given by the nurse: the patient was vomiting and coughing, I noticed that some blood has leaked into the cvc. I noticed the nacl i.v. Bag is empty, although it was full the previous day, I replaced the nacl. I.v. Bag and the fluid administration set, believing that it is the fluid administration set that is flawed. After one hour I checked the nacl i.v. Bag again, and saw it was empty. I removed it then and rinsed the cvc with nacl, as the patient should not be given heparin.

Manufacturer narrative:
Device has not yet been returned for evaluation.